Manufacturer narrative:
Reference code nx057z. Device name as vega ps tibial plateau. Cemented t4. Serial number n/a. Batch number 52315620. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2017-02-21. Ref. Code device name batch. Nn264z as tibial obturator d14mm 52310795. Nx033z as vega ps femoral comp. Cemented f6n r 52236690. Nx240 vega ps+ gliding surface t4/4+ 10mm 52271429. Investigation. No product at hand. Therefore an investigation at the product is not possible. Pictorial documentation. There are no pictures available. Batch history review. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale. In the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action. For this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with knee components. As a result of having the product implanted the patient has experienced knee pain, swelling, difficuilty walking and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2017 and there was no reported revision surgery. Cement used: depury smartset ghv bone cement. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nn264z (tibial obturator d14mm l7mm). Nx057z (ps tibia cemented t4). Nx033z (ps femur cemented f6n rt). Nx240(ps+pe insert t4/t4+,10mm). Associated medwatches: 2916714-2020-00565. 2916714-2020-00566. 2916714-2020-00568.